Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-2138-50, serial #:(B)(4), description:scs 50cm iii lead.

Event description:
A report was received that the patient had difficulty charging the ipg. Database analysis revealed no anomalies. X-ray confirmed that the ipg has rotated to the left. The patient will undergo a revision procedure to replace the ipg and add a lead. The reason for lead revision is unknown.

Manufacturer narrative:
Additional information was received that the reason for ipg and lead revision is for better pain coverage. No device malfunction was suspected.

Event description:
A report was received that the patient had difficulty charging the ipg. Database analysis revealed no anomalies. X-ray confirmed that the ipg has rotated to the left. The patient will undergo a revision procedure to replace the ipg and add a lead. The reason for lead revision is unknown.